Event description:
The push button could not be pulled out [device malfunction], the inner device was damaged during use [device damage]. Case description: does the incident represent a serious public health threat? No. This serious spontaneous case reported by a consumer from (B)(6), concerns a female pt, who was treated with novopen 4 (insulin delivery device), (therapy dates unk) for type 2 diabetes mellitus and reported "the push button could not be pulled out" and "the inner device was damaged during use" beginning on an unk date. Pt's height: not reported. Medical history includes, type 2 diabetes mellitus (duration unk). The pt reported that the push button could not be pulled out, the inner device was damaged during use. Upon analysis of the returned product a fault which may lead to a medical consequence was found. The fault is very obvious to the user as the numbers on the dose scale are misaligned in the dose indicator window and it is difficult to dial a dose if it is done as described in IFU (instructions for use). However, due to the nature of the fault it is possible to receive more insulin than intended and have a serious hypoglycemic event. This case was reclassified to an incident due to this fault. Action taken to novopen 4 was not reported. Overall outcome for the events was not reported.

Manufacturer narrative:
Investigation result: novopen 4. Batch: aug1173. Visual and functional examinations were performed. The device has been separated in order to investigate the internal parts. A part of the mechanism is broken off and this allows the internal pen mechanism to rotate in relation to the pointer in the dose indicator window. The fault may result in inaccurate dose delivery. The problem is due to rough handling during use. The internal parts of the pen are damaged, the push button is blocked. The device has been exposed to exaggerated force during use. The observed problem could not be related to any novo nordisk processes. The breakage is most likely due to incorrect or rough handling during use. During examination/test of the product it has not been possible to detect any irregularities. The product was found to be normal. Company comment: upon analysis a fault which could lead to an incident was identified. A part of the base bushing on the pen has broken off. An internal part in the pen is broken and dose mechanism can rotate freely inside the pen housing. Due to the pen construction it will be very difficult to set a dose if the pen is used according to the instruction. However, if the pt is holding on the cartridge-holder instead of the pen housing the pt could receive a too high dose, when injecting, and experience a hypoglycemic event. The fault should initially be very obvious to the pt, because of the misalignment between the pointer and the dose indicator window and the overall risk of an adverse event is considered minimal. The fault occurs when excessive force during handling is applied to the pen. Final comment from the MFR: (B)(4) 2013: during investigation of the device a fault which could lead to an incident was identified. Seven other cases with a similar root cause, but without a medical adverse event, have been reported to novo nordisk a/s. Therefore, novo nordisk a/s does not evaluate this as a safety concern. The problem is due to rough handling during use. The internal parts of the pen are damaged, the push button is blocked. The device has been exposed to exaggerated force during use. The observed problem could not be related to any novo nordisk processes. The breakage is most likely due to incorrect or rough handling during use.